Event description:
It was reported that patient was undergoing physical therapy for unrelated health issues and the ipg became loose and was flipping in the pocket. Surgical intervention was undertaken on 12dec2022 wherein the existing ipg was relocated to a new ipg pocket about six inches above the original location and re-anchored down. No product was explanted. Therapy was restored and issue resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.